Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. The device was not explanted and an evaluation could not be performed. A correlation between the patient death and the device could not be determined. An autopsy was not performed and the cause of death was unknown. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient collapsed in a hotel room while on vacation. The patient could not be successfully resuscitated. It was reported that prior to the event the patient had been perfectly healthy with no concurrent issues and no pump alarms were reported. Data log files are not available and the pump was not explanted. An autopsy was not performed. The cause of the patient's death was not determined.